Event description:
An operating room supervisor reported that an intraocular lens (iol) was not implanted, a vitrectomy was performed and the surgeon switched to an anterior chamber lens. In a f/u phone call with the surgeon's technician, she reported she did not believe the event was related to the iol, but she was not sure. Add'l info has been requested.

Manufacturer narrative:
Eval summary - the product has not been received for eval. Product history records were reviewed and all documents indicate the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(6) 2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).